Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a batch/lot number: 1100913126. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a batch/lot number: 1100920943. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length too short may have been due to a potential measurement error. The patient symptoms are known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of unintended use error caused or contributed to event and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and discomfort in the perineum. A surgical procedure was performed during which it was identified that the cause was due to the cuff being too tight for the patient. A 3.5 cm cuff was removed, and a new 4.0 cm cuff was implanted. No additional patient complications were reported.